Event description:
It was reported that the customer was hospitalized with high blood glucose after becoming nauseous and vomiting. It was stated that the infusion site was changed out and a bent cannula was noted. The pt was treated with manual injection, taken to an urgent care facility, where she was treated intravenously. It was further reported that the pt was not wearing a sensor at the time of the event. The level of the pt's blood glucose at the time of hospitalization is unk, but the pt's father thinks it was in the 500 mg/dl to 599 mg/dl range. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.